Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("doctor took out her fallopian tube on her left side and the insert was not there/ to locate missing coil") and uterine perforation ("perforated uterus/ essure device in uterus") in a 31-year-old female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "at hsg her left side was not blocked" in (B)(6) 2010 and medical device monitoring error "she admitted to hospital on (B)(6) 2009 for essure placement, ablation". The patient's past medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2002 and 23mar2005.). Previously administered products included for an unreported indication: mirena from 2007 to 2008. Concomitant products included hydrocodone from 2011 to 2013 and ibuprofen from 2011 to 2013 for abdominal pain, citalopram hydrobromide (celexa) from 2009 to 2011 for anxiety as well as oral contraceptive nos since 2011. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("pain in her left side/ left abdomen pain"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2013, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"). The patient was treated with surgery (she under went hysterectomy ((B)(6) 2013) and salpingectomy ((B)(6) 2012)) and surgery (she under went hysterectomy (mar-2013) and salpingectomy ((B)(6) 2012)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, abdominal pain, menopausal symptoms and mental disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, menopausal symptoms, mental disorder and uterine perforation to be related to essure. The reporter commented: she took birth control or contraception at any time following essure placement procedure: oral contraception for pelvic pain in 2011 and she took it for a few months (did not recall the exact dates). There was an inconsistency on essure insertion dates provided: (B)(6) 2009 and (B)(6) 2009, as per latest follow-up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. On 28-jun-2018: following routine quality monitoring, event ablation was deleted. Medical device monitoring error was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081097) on 09-jan-2013. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus/ essure device in uterus"), device dislocation ("doctor took out her fallopian tube on her left side and the insert was not there/ to locate missing coil") and myometritis ("the chronic active inflammation within the myometrium is felt to possibly be related to intrauterine device") in a 31-year-old female patient who had essure (batch no: 628442) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "at hsg her left side was not blocked" on (B)(6) 2010 and medical device monitoring error "she admitted to hospital on (B)(6) 2009 for essure placement, ablation". The patient's medical history included multigravida and parity 3 (on (B)(6) 2001, on (B)(6) 2002 and on (B)(6) 2005.). Previously administered products included for an unreported indication: mirena from 2007 to 2008 and sulfa. Past adverse reactions to the above products included multiple allergies with sulfa. Concurrent conditions included paratubal cyst. Concomitant products included hydrocodone from 2011 to 2013 and ibuprofen from 2011 to 2013 for abdominal pain, citalopram hydrobromide (celexa) from 2009 to 2011 for anxiety as well as oral contraceptive nos since 2011. In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain ("pain in her left side/ left abdomen pain"), 1 day after insertion of essure. In 2011, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain. In 2013, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), myometritis (seriousness criterion medically significant), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), fatigue ("tiredness"), pruritus ("itching"), alopecia ("hair loss"), insomnia ("could not sleep on either side it felt like a knife stabbing you all the time") and abdominal distension ("stomach look like 9 months pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent laparoscopic supracervical hysterectomy with a left oophorectomy /right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, myometritis, abdominal pain, menopausal symptoms, mental disorder, fatigue, pruritus, weight increased, alopecia, insomnia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, fatigue, insomnia, pruritus and weight increased with essure. The reporter considered abdominal pain, device dislocation, menopausal symptoms, mental disorder, myometritis and uterine perforation to be related to essure. The reporter commented: serious injury criterion: hospitalization, required intervention and event date on (B)(6) 2008 were reported, but not specified and/or assigned to one of the events. There was an inconsistency on essure insertion dates provided: on (B)(6) 2009 and on (B)(6) 2009, as per latest follow-up. She took birth control or contraception at any time following essure placement procedure: oral contraception for pelvic pain in 2011 and she took it for a few months (did not recall the exact dates). Per medical record: surgical pathology report: morcellated uterus, left ovary, right tube: endometrium: proliferative. Diagnosis included: focal chronic active inflammation (the chronic active inflammation within the myometrium is felt to possibly be related to the intrauterine device.), adenomyosis fallopian tube with benign paratubal cyst. Ovary with no pathologic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: result: left side was not blocked but never went back to get it rechecked at 6 months.. Ultrasound pelvis: on an unknown date: results: uterus: endometrium thin, essure may be in fundus. Cervix: no significant findings. Ovaries: left, absent. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine inflammation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: reporter information was added. The case is medically confirmed. Her concurrent condition and drug allergy was added. Lab data was added. Per medical record: the chronic active inflammation within the myometrium is felt to possibly be related to intrauterine device. Reporter assessed the event was related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5081097) on 09-jan-2013. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus/ essure device in uterus") and device dislocation ("doctor took out her fallopian tube on her left side and the insert was not there/ to locate missing coil") in a 31-year-old female patient who had essure (batch no. 628442) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "at hsg her left side was not blocked" in january 2010 and medical device monitoring error "she admitted to hospital on 22-oct-2009 for essure placement, ablation". The patient's past medical history included multigravida and parity 3 (B)(6) 2001, (B)(6) 2002 and (B)(6) 2005. Previously administered products included for an unreported indication: mirena from 2007 to 2008. Concomitant products included hydrocodone from 2011 to 2013 and ibuprofen from 2011 to 2013 for abdominal pain, citalopram hydrobromide (celexa) from 2009 to 2011 for anxiety as well as oral contraceptive nos since 2011. In 2008, the patient had essure inserted. On (B)(6) 2009, 1 day after insertion of essure, the patient experienced abdominal pain ("pain in her left side/ left abdomen pain"). In 2011, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain. In 2013, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), fatigue ("tiredness"), pruritus ("itching"), weight increased ("weight gain"), alopecia ("hair loss"), insomnia ("could not sleep on either side it felt like a knife stabbing you all the time") and abdominal distension ("stomach look like 9 months pregnant"). The patient was treated with surgery (she under went total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, abdominal pain, menopausal symptoms, mental disorder, fatigue, pruritus, weight increased, alopecia, insomnia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, fatigue, insomnia, pruritus and weight increased with essure. The reporter considered abdominal pain, device dislocation, menopausal symptoms, mental disorder and uterine perforation to be related to essure. The reporter commented: serious injury criterion: hospitalization, required intervention and event date (B)(6) 2008 were reported, but not specified and/or assigned to one of the events. She took birth control or contraception at any time following essure placement procedure: oral contraception for pelvic pain in 2011 and she took it for a few months (did not recall the exact dates). There was an inconsistency on essure insertion dates provided: (B)(6) 2009, as per latest follow-up. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2018: reporter information was added. This case concerns 31 year old patient. Essure insertion and removal dates were updated. Following events: tiredness, itching, weight gain, hair loss, could not sleep on either side it felt like a knife stabbing you all the time and stomach look like 9 months pregnant) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("doctor took out her fallopian tube on her left side and the insert was not there/ to locate missing coil"), uterine perforation ("perforated uterus/ essure device in uterus") and endometrial ablation ("ablation") in a (B)(6) -year-old female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "at hsg her left side was not blocked" in (B)(6) 2010. The patient's past medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2002 and (B)(6) 2005.). Previously administered products included for an unreported indication: mirena from 2007 to 2008. Concomitant products included hydrocodone in 2011 and ibuprofen in 2011 for abdominal pain, citalopram hydrobromide (celexa) in 2009 for anxiety as well as oral contraceptive nos in 2011. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("pain in her left side/ left abdomen pain"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria hospitalization, medically significant and intervention required), menopausal symptoms ("menopausal symptoms") and mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"). The patient was treated with surgery (she under went hysterectomy and salpingectomy.), surgery (she under went hysterectomy and salpingectomy.) And surgery. Essure was removed. At the time of the report, the device dislocation, uterine perforation, endometrial ablation, abdominal pain, menopausal symptoms and mental disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, endometrial ablation, menopausal symptoms, mental disorder and uterine perforation to be related to essure. The reporter commented: she took birth control or contraception at any time following essure placement procedure: oral contraception for pelvic pain in 2011 and she took it for a few months (did not recall the exact dates). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2017: new reporters added. Patients demographics updated. Historical conditions added. Concomitant drugs added. New events added: pelvic pain, perforated uterus, menopausal symptoms and essure caused or aggravated psychiatric and/or psychological condition. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.